Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was above 600 mg/dl, the customer was treated with 20 unit bolus, syringes and got down to 572 mg/dl at the time of incident and the current blood glucose level was 278 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they had contacted their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal or slightly indented. Customer declined to check their settings. The customer declined troubleshooting for high blood glucose because customer drank juice after dinner. The insulin pump will not be returned for analysis.